Event description:
It was reported that, "due to instability the existing #5 11mm insert was removed and replaced with the #5 13mm insert." The exact implantation date was not provided, however it was indicated that the reported devices were implanted in (B)(6) 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the pt and not returned to the manufacturer. Additional information including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.